Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via poster abstract. A comprehensive search of the pubmed and maude database for device embolization cases was conducted from november 2014 until 31 august 2017. Before november 2014, cases reported in a systematic review by aminianet al were included in the study. A total of 75 cases experienced left atrial appendage occlusion device embolization between watchman and 2 non bsc devices.